Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation, and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a syringe plastipak 1ml insulin s/su did not have scale markings before use. The following was reported by the initial reporter, "*notivisa* syringe missing the ui scale marking."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed

Event description:
It was reported that a syringe plastipak 1ml insulin s/su did not have scale markings before use. The following was reported by the initial reporter: "*notivisa* syringe missing the ui scale marking.".